Manufacturer narrative:
The pxl161407/13993019 delivery catheter specimen was received by gore from the facility, and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. The leading end of the delivery catheter was broken at the trailing olive. Twisting was seen at the broken end of the polyimide guidewire lumen. No damage was seen on the leading olive. The root cause for the difficulty to advance the device could not be determined with the currently available information. The root cause for the broken leading end of the catheter could not be determined with the currently available information; however, use outside of IFU may have contributed to this observation, specifically the rotation of the device. Gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The iliac extender endoprosthesis sizing guide in the IFU recommends a 12 fr introducer sheath for the pxl161407 device.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending device return, and completion of engineering evaluation.

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® iliac extender component (pxl161407/13993019) as part of a re-intervention procedure to treat a type ii endoleak. During the procedure, the physician was able to successfully advance the pxl1607 delivery catheter through an 11fr pinnacle® introducer sheath. However, he reportedly had difficulty advancing the device through the existing graft. According to the report, the difficulty in advancing the device was due in part to a moderately tortuous left common iliac artery. The iliac extender component was deployed in a satisfactory position. Upon withdrawal of the delivery catheter, however, it was noted that the leading olive became separated from the delivery catheter, and adhered to the guidewire. The physician was able to remove the olive from the patient using a snare technique. The procedure was concluded without any further complications. The patient tolerated the procedure. The delivery catheter will be returned to gore for analysis.